Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the first clip was not loaded properly during procedure; it came out in a closed condition and detached from the jaws. The second clip and after were loaded without problem and the procedure was completed. No clip fell/remained in the patient and no injury was reported. A total of nine similar cases were reported." Associated mdrs: 3003898360-2025-00582, 3003898360-2025-00583, 3003898360-2025-00584, 3003898360-2025-00585, 3003898360-2025-00586, 3003898360-2025-00587, 3003898360-2025-00588, 3003898360-2025-00589 and .

Event description:
It was reported that "the first clip was not loaded properly during procedure; it came out in a closed condition and detached from the jaws. The second clip and after were loaded without problem and the procedure was completed. No clip fell/remained in the patient and no injury was reported. A total of nine similar cases were reported." Associated mdrs: 3003898360-2025-00582, 3003898360-2025-00583, 3003898360-2025-00584, 3003898360-2025-00585, 3003898360-2025-00586, 3003898360-2025-00587, 3003898360-2025-00588, 3003898360-2025-00589 and 3003898360-2025-00590.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.